Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that the pt presented emergently at a hospital in a different state than the pt was implanted. The CT demonstrated that the iliac limb was not correctly placed during initial stent graft implant and the aneurysm was enlarging. The iliac limb was placed outside of the contralateral gate. It was reported that the current physician attempted, but was unable to bridge the gap between the iliac stent graft and the bifurcated stent. The physician elected to convert the bifurcated stent graft to an aorto-uni-iliac device by placement of another manufacturer's device in the flow divider and performed a fem-fem bypass. The final outcome of the procedure was good, and the pt is reported to be fine.